Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrections: b1: both "adverse event" and "product problem" should have been selected. B5: the following should have been entered: it was reported that ipg was providing therapy and approaching end of service. It is unknown if the ipg depleted prematurely. Surgery occurred during which the ipg was explanted and replaced to address the issue. H6 - patient code: 2199 should have been entered instead of 2692.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that ipg was at end of life. Surgery occurred during which the ipg was explanted and replaced to address the issue.